Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity co unter).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing with high short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.